Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level is 412 mg/dl. Customer advised they changed out the infusion set last week and they received a no delivery alarm. Customer advised they played a soccer game which resulted in their high blood glucose levels. The customer changed out the complete infusion set and was now able to resolve the issue. Customer was unable to troubleshoot at this time. Customer was advised the reservoir and replacement set would be replaced and agreed to return the product for further analysis.